Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the following information was requested, but unavailable: patient reported wound issues. Initially the external wounds would open and close systematically. Initially the wound appeared externally, the blue non absorbable muscular suture protruded out the wound, subsequently green non absorbable sutures were removed in 2 subsequent surgeries. Patient had abscess and 2 sinus tract removals which suture content was also removed. Once the abcess was excised the external wounds resolved, however pain and internal masses began to develop. Pathology before and after subsequent surgeries showed pseudomonas arguinosa. I recently completed 6 weeks IV antibiotic therapy via PICC line. My care team is currently evaluating additional treatment options as this matter persists. There are no identifying lot numbers or product codes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Related medwatch report: 2210968-2022-03679.

Event description:
It was reported by the patient that she had abdominoplasty procedure on (B)(6) 2020 and suture was used. On day 3 post op she developed wound issues. Patient was having drainage and a foul smell. Surgeons first approach was to administer antibiotics off and on for a couple cycles. Around (B)(6) 2021 a blue suture protruded through her belly button. Patient went to a new doctor who was able to pull the suture out in the office through her belly button. Around (B)(6) a new wound appeared in another area which resulted in a new procedure which found an abscess. Cultures were taken which both pseudomonas arguinosa and finegoldia magna were found. Patient was given another round of antibiotics. A few more wounds developed with no suture protruding from them. In (B)(6) patient underwent an exploratory procedure and found some suture. Suture was sent out for a culture and again came back with pseudomonas arguinosa. Patient was put back on another round of antibiotics. About seven months post-op patient developed a 3 cm mass right above the belly button. Patient again underwent another procedure around (B)(6) where the surgeon excised the mass and suture. Culture again returned with pseudomonas arguinosa. Patient was put back on another round of antibiotics. Three weeks later patient developed another mass in the same location but was not removed. Surgeon suggested involving infectious disease. Patient has been on IV antibiotics now for about four weeks. A third mass has developed now next to where the second mass reoccurred which has some calcification on it. They have come to the conclusion that the sutures may have been contaminated prior to use on the patient. Patient stated that she has documentation including pictures of her process.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a4, b7, h6. Additional information was requested, and the following was obtained: please provide the patient's weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? Open. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Inverted interrupted figure of 8. A second contuous suture of 2-0 biosym was used on top of those sutures did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. How was the suture originally tied (multiple knots, square knot, etc.)? Surgical knots, five loops other relevant patient history/concomitant medications? No. What is the physician?s opinion as to the etiology of or contributing factors to this event? Some separation at the umbilical suture line may have led to suture exposurexposure and infection. What is the patient's current status? Product code and lot number? Box used is long gone. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Local infection at the umbilical level were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes, preop as per protocol. How much and what type of drainage is present in this wound? I have not seen this patient since early after surgery. She lives in the dallas metroplex and my practice is in wichita falls. Please describe any medical intervention performed including medication name and results. Antibiotics were empirically prescribed at the time. Infectious disease consult was recommended. Weight lbs 280. Height 5'7". Additional information: patient called to report that she had a mass removed may 30th that developed over four days. While removing the mass he found "bright yellow, lime green" copious puss. Mass was about an inch deep and at the base of the mass was found a "green" suture. Suture was sent off to pathology for testing. This is now her fourth surgery to remove mass which have included suture inside them.